Manufacturer narrative:
3 photos were shared by the customer, in the first photo a person is holding a leak with a napkin from the set, which is inside a plastic bag, however the source of leaks is not clear, in the second photo the item is observed inside a sealed package and in the third photo the item and lot information are shown. Complaint of leaks can be confirmed based on the photos shared by customer. However, without the returned sample of the affective sample a comprehensive and probable cause of failure investigation cannot be performed and cannot be determined. The device history for lot#13664134 was reviewed and no nonconformities were found that would have led the reported condition on the complaint.

Event description:
The event involved a 22 cm (8.5") appx 0.45 ml, smallbore pressure infusion (400psig) ext set w/2 microclave¿ clear, y-connector, clamp, rotating luer where leaking during infusion of chemotherapy drugs was reported. The device was changed out/replaced with no further problems encountered. It was also mentioned that there was no serious injury/death, no blood loss, no unprotected chemo exposure, no adverse operator consequences and no medical/surgical intervention required. There was patient involvement, no patient harm and no delay in critical therapy. This captures 1 of 5 occurrences.

Manufacturer narrative:
The device is not available for evaluation; however, photos were provided by the customer. Investigation is pending. Additional reporter: (B)(6).